Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. It was further noted form fluoroscopy that the lead was dislodged. The lead was explanted and replaced. The patient was stable.